Event description:
The facility representative reported a device with a bad battery during biomed testing on site. The hospital representative did not have information regarding whether there have been any reports of any patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 18, 2007. Evaluation summary: the reported condition of depleted batteries was confirmed. The batteries were replaced due to potential damage. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA. Evaluation conducted on site.